Event description:
The father of the pt reported that the pt had two infusion set tubings with bubbles that they were not able to prime out. He stated they primed the tubing and bolused and were not able to remove the air bubbles. He stated they were able to use a third infusion tubing and no air bubbles formed. The father stated they have changed the adapter since the incident and have had no further issues with air bubbles. The pt's blood glucose was not affected. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.